Manufacturer narrative:
(B)(4). Concomitant medical product: persona natural tibia cemented, catalog # 42532007501, lot # 62811874; persona articular surface fixed bearing ultracongruent (uc), catalog # 42511200510, lot # 62467978. Study name: (B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00211, 0002648920-2018-00212. Remains implanted.

Event description:
It was reported that a patient who underwent a left knee arthroplasty has experienced pain and swelling approximately after a year. The surgeon states that this event is probably related to the device. The patient was treated with tramadol. No revision has been reported the date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of clinical visit after 2 weeks, 6 weeks, 7 weeks shows slow range of motion but the procedure indicates that prosthesis is in good alignment with no evidence of problems in knee. Review of the clinical visit after 3 year of primary procedure indicates that prosthesis is in good alignment with no evidence of problems in knee. No evidence of loosening. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.